Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose ranged from 150-190 mg/dl. Customer reverted to manual injections for insulin therapy.